Event description:
It was reported that a malfunction alarm with code malf 16 occurred on the customer's pump, and it could not be reset. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, and the customer was instructed to use a backup therapy to ensure continued insulin delivery. The customer was further guided to set the pump into storage mode and return it via a pre-paid label within ten days, which the customer understood and acknowledged.